Event description:
Valve thrombosis. Per aats/sts guidelines, thrombosis is a valve-related, expected event. Therefore, it is being reported. Patient admitted to emergency room with class IV heart failure due to severe aortic regurgitation and stenosis. Patient on non-conventional anticoagulation therapy at time of event. Event occurred post-operative, late (4 years), re-operated on (B)(6) 2012. Thrombectomy performed, valve left in place. Surgeon doing the re-op reported no pannus, and no paravalvar leak. Patient recovered and is doing well, had stable anemia, inr 2.3 on discharge.

Manufacturer narrative:
Thrombus cleaned from valve, valve left in place. Therefore is not available for investigation. No follow-up report expected to be needed. Review of device history records shows valve was built per specifications.